Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; air/water cylinder and suction cylinder had no color; due to a cut on knob wire, forceps did not rise up at all; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to annual inspection, parts must be replaced; adhesive around light guide lens and adhesive around objective lens both had a crack; and there was corrosion around forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope's cable was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: water tightness of the forceps elevator was lost, causing leakage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The aware date should be 04 jan 2024.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the leak was due to external stress by hitting/dropping the distal end olympus will continue to monitor field performance for this device.